Event description:
It was reported the pt is experiencing pain and heating at the ipg pocket site when stimulation is turned on. In addition, the ipg is very shallow and protrudes out of the skin when the pt twists her body. The pt uses a lioderm patch and ice to help relieve her symptoms. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.